Manufacturer narrative:
Article citation: azahaf, s., spit, k. A., de blok, c. J. M., bult, p., & nanayakkara, p. W. B. (2025). The role of positron emission tomography imaging in breast implant illness. Plastic and reconstructive surgery. Global open, 13(1), e6458. Continued e.1. Facility name: (B)(6). The events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone-induced lymphadenopathy"; "seroma".

Event description:
Through journal article "the role of positron emission tomography imaging in breast implant illness¿, healthcare professional reported adverse events for 36 breast implants (across 18 patients), of which 10 devices were manufactured by allergan: "all [patients] had a history of implant rupture", "silicone-induced lymphadenopathy", "all ultrasounds showed signs of axillary silicone depositions", "extracapsular silicone in mammary tissue in 6 [patients]", "MRI detected intramammary silicone depositions in 4 [patients]", and "seroma". Healthcare professional also reported the following events, which are not device-related: "symptoms fitting the description of breast implant illness (bii)", "fatigue", "joint pain", "myalgia", "sicca complaints", "night sweats", "neurological symptoms (eg. Brain fog)", "rashes", "flu-like feeling", "morning stiffness", "weight loss", "hair loss", "sleeping disturbances", "palpitations", and "dyspnea". Affected sides are unknown. Devices have been explanted, one patient underwent replacement surgery.